Manufacturer narrative:
One level 1 hotline low flow system was returned for the evaluation of the reported issue. The device was received with a broken pole clamp, cracked tank cover, worn plate clip, and an outdated pcb and power switch. A manufacturing DHR review, device history review, was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The investigation started with a visual inspection then the tank was filled with water, temp check attached, line cord plugged in, and the power switch turned on. The device would not heat up so the old style pcb was replaced. The device still did not heat up so the heater was replaced after which the device heated up as it should.

Event description:
Information was received regarding a level 1 hotline low flow system. It was reported that the device was below temperature. It is unknown if there was a patient involved.